Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. Visibility/palpability: unable to observe as it is not related to the device. Seroma: unable to observe as it is not related to the device. Granuloma: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side "capsular contracture baker grade IV with hardening, pain and extravasation with presence of silicone-induced granuloma and seroma-late." Device has been explanted and replaced.

Manufacturer narrative:
Continued: e.1.: phone no.: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of " seroma-late, granuloma and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, granuloma and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side "capsular contracture, baker grade IV with hardening, pain and extravasation with presence of silicone-induced granuloma and seroma-late". Device has been explanted and replaced.